Event description:
Tip of implant broke on insertion into the tibia. The tip could not be retrieved. Surgeon inserted a second implant and place a staple for back up. The case was completed and no adverse consequences were reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Evaluation revealed the threads of the implant have flattened. Condition that suggests improper bone preparation (bone tunnel too small). This is a polylactic acid polymer based implant. When this type of implant experiences an excessive amount of force/torque due to the implant being over inserted and/or the patient's bone not being prepared properly prior to insertion, then this type of issue will occur. The cause of this event was attributed to misuse.